Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The complaint source confirmed that the product will not be returned. The mfg records for top assembly batch 7395230 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.

Event description:
It was reported, via a voluntary medwatch report, that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. Per the report source "post stent deployment, stent balloon could not be pulled out of stent. Balloon was removed after negative pressure was pulled twice and a strong tug." Multiple attempts to obtain additional info have been unsuccessful.